Event description:
It has been reported that the device may be prematurely draining batteries.

Manufacturer narrative:
Device serial number has been corrected to (B)(4).

Event description:
It has been reported that the device may be prematurely draining batteries.